Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains implanted in the patient. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported stent damage and patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of occlusion, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2010, a 3.5x18mm xience v stent was implanted in an unspecified coronary artery. On (B)(6) 2015, per angiography, the stent had collapsed and had 100% blockage. In (B)(6) 2015 the patient started experiencing dizziness. On (B)(6) 2015 a positive stress test was noted. In early (B)(6) 2015, the 1st attempt to re-vascularize the blocked stent was performed unsuccessfully. On (B)(6) 2015, another stent was successfully implanted in the 3.5x18mm xience v stent. The patient is recovering and in stable condition. Reportedly, the patient is feeling much better. There was no additional information provided.